Event description:
It was reported that the system displayed a cine error and the cine function was not operating. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine drive cable connector. The system operates as intended.